Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had severe low blood glucose and the drive support cap was flush. The customer¿s blood glucose level was 31 mg/dl at the time of incident and current blood glucose level was 131 mg/dl. The customer¿s blood glucose level was in 30s mg/dl and 40s mg/dl and currently high 281 mg/dl. The insulin pump will not be returned for analysis.